Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to high thresholds. The physician tried seven different atrial positions, but the threshold remained high and also attempted the lead in the ventricle that resulted with the same high threshold. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).